Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet bionic pancreas, with the lowest blood glucose of 40 mg/dl and approximately four hours below range; the patient sought a factory reset through clinical support and used snacks to treat lows, noting stress as a contributing factor. Symptoms included sweating. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint intake and user troubleshooting education regarding device use and meal announcements. Investigation of this case revealed no device alarms reported and no evidence of device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence of device failure.